Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Arthritis of left knee [arthritis]. Case description: spontaneous report was received on (B)(6), 2011 from a physician regarding a (B)(6) female patient. Initials m-s, with left gonarthrosis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc, 2ml. Another synvisc injection was given on (B)(6), 2011. The patient experienced arthritis of the left knee on (B)(6), 2011. The action taken with synvisc treatment was not provided. The patient's outcome for the event was recovering as of (B)(6), 2011. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc and the event as definitely related. The qa (quality assurance) investigation results were received on (B)(6), 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.